Event description:
It was reported that the patient underwent left reverse shoulder replacement on (B)(6) 2023. Patient's shoulder dislocated two days later, which was manipulated and a closed reduction achieved. Patient again dislocated their prosthetic shoulder two days later. Decision made to open wound up, and determine cause of instability. Also, patient's wound returned a positive swab for "colonization" according to surgeon. During surgery, multiple tissue specimens were taken, for pathology. An osteophyte of the postero-superior aspect of the proximal humerus was identified as the likely cause of the range of motion impingement, leading to instability / dislocation. This was removed; the glenosphere was exchanged (as there were minor scratches on the polished surface). The 6mm poly was also exchanged for a 9mm poly, which conferred greater stability, and adequately tensioned the joint. Stable range of motion obtained; wound closed. Both explanted prosthesis discarded by scrub nurse.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device was discarded.